Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had incorrect code key.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 60-200mg/dl fasting. Verified test strips expire 01/29/2017. Confirmed customer's test strips are being stored properly and opened vial date was not disclosed. Reviewed meter memory: (B)(6). Customers concern: all results above. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 60-200mg/dl fasting. Verified test strips expire 01/29/2017. Confirmed customer's test strips are being stored properly and opened vial date was not disclosed. Reviewed meter memory 278mg/dl (B)(6) 2015 04:20:00 pm fasting:yes; 240mg/dl (B)(6) /2015 04:19:00 pm fasting:yes; 241mg/dl (B)(6) 2015 02:19:00 pm fasting:yes; 264mg/dl (B)(6) 2015 02:04:00 pm fasting:yes; 255mg/dl (B)(6) 2015 12:06:00 pm fasting:no. Customers concern: all results above. No adverse event reported.